Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer were hospitalized due to diabetic keto acidosis. Customer experienced low blood glucose level of 52 mg/dl. Customer was wearing insulin pump. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will not be returned for analysis.